Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had blurred vision. The iol was exchanged for the same model lens but one diopter more power three years after it was initially implanted. Additional information was requested.